Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) which was removed and replaced in a secondary procedure due to the patient experiencing debilitating symptoms of positive (+) dysphotopsia.

Manufacturer narrative:
(B)(4). Visual inspection of the returned product revealed the optic was received cut in half with no optical deviations on the lens could be found. This condition is consistent with a lens that has been removed from the eye. The device manufacturing records were reviewed and showed no deviations. Diopter measurement records from this particular lens was verified and were shown to be within specification. This is in compliance with the labeled dioptric power 21.5 diopter of this production order. All pertinent information available to abbott medical optics has been submitted.